Manufacturer narrative:
(B)(4). Device b: other # = g9l41m (batch #); exp date = 08/24/2015, 9/24/2010. Device (a) was received with the shrouds separated. Due to the returned condition of the device, no functional testing could be performed. It is recommended that when assembling the instrument to the hand piece, the torque wrench is used. Failure to follow this procedure can cause damage to the instrument. The blade was inspected and was not broken. The batch history records were reviewed with no anomalies noted during the manufacturing process. Device (b) was returned in good physical condition. The device was tested with a generator and was functional. In addition, the device activated with both max and min buttons. The tissue pad of the device was in good physical condition. There were no anomalies noted with the functionality of the device. It could not be determined why it was reported that the device had issues with the torque, no issues where observed. The blade was inspected and was not broken. The batch history records were reviewed with no anomalies noted during the manufacturing process. Device (c) was received with the shrouds slightly separated. The instrument was tested with the generator and was functional. It is possible that the condition of the shrouds is due to the method of attachment. It is recommended that when assembling the instrument to the hand piece, the torque wrench is used. Failure to follow this procedure can cause damage to the instrument. This could cause rotation and torque issues. The blade was inspected and was not broken. The batch history records were reviewed with no anomalies noted during the manufacturing process.

Event description:
It was reported that during an open gastrectomy, there was no resistance in rotating the torque wrench and the blade was broken. In the 2nd and the 3rd devices, the same event regarding the torque wrench occurred. However, the 2nd and the 3rd blades were not broken. Another enseal device was used to complete the case. There were no adverse consequences to the patient.

Manufacturer narrative:
(B)(4). The device was not received for analysis; therefore, the complaint could not be confirmed. The manufacturing records were reviewed and no discrepancies were found during the manufacturing process.

Manufacturer narrative:
(B)(4). Information was not provided by the initial contact. Information anticipated, but unavailable at this time.